Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2020. Customers blood glucose level was over 500 mg/dl. Customer had symptoms like throwing up and stomach ache. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.